Manufacturer narrative:
(B)(4). Batch # n5617x. The analysis found that one pce45a device was returned with no apparent damage and with two cartridge reloads present. The cartridges reloads were received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what type of procedure was the device used in? Vats lobectomy. The reported lot number for ecr45g (n54l533) is not a valid lot number. What is the lot number for the ecr45g? N4l533 is right lot#. Clarification is needed based on the reported event. Did the device start to deploy staples and cut but could not be completed (partial fire)? Yes, it was partial fire. Or, did the device fully staple but only partially cut (short cut)? Partial fire means partial cut(not fully staple), it could be same event. What was the appearance of the malformed staples (irregular, legs straight)? Staples were irregularly formation on tissue. How was the procedure completed? Completed with another new product.

Event description:
It was reported by the affiliate that during an unknown procedure, each cartridge is loaded before firing but staple body's knife stopped due to staples malformation. Unknown what was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).